Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was received with bleeding glass lcd board. Unable to test for blank display due bleeding glass. The insulin pump has cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported by the customer's mother, that the customer's insulin pump had a blank display. It was also reported that the customer's insiulin pump has cracks. Customer's blood glucose level at the time 11mmol/l. Advised to discontinue use of the insulin pump. No further information was provided.